Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after becoming unresponsive when their blood glucose levels fell below 17 (mg/dl). Reportedly, the customer had "no vitals". A review of the pump log history showed the pump declared a low bg alert that was acknowledged by the customer. The pump then declared several other low bg alerts every 5 minutes until customer acknowledged the alert several hours later. Dextrose was administered by paramedics while customer was en route to the hospital. While in the ER the customer was monitored for a few hours then released when bg levels reached 338 (mg/dl).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in the pump logs in the early morning hours of (B)(6) 2016 - (B)(6) 2016, consistently around the same time. Multiple cgm alerts (cgm glucose reading below the user threshold) annunciated on all three days. Basal rates are at their highest settings during the times of these low bg levels. There were no erratic basal rate adjustments. User requested bolus without entering current bg level and still having insulin on board (iob) on all three days. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. User my need to consult with hcp regarding basal rate settings. There is no evidence of device malfunction.